Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between the event of peritonitis and pd therapy on the liberty select cycler with cycler set. However, there is no documentation to show a causal relationship between the event and the liberty select cycler or cycler set. Additionally, there is no reported malfunction or cassette leak reported for this event. Fungal peritonitis is a critical complication of pd therapy most often resulting in pd catheter removal and permanent transition to hd therapy. (Auricchio, et al., 2018) based on the available information a cause of the peritonitis cannot be concluded. Plant investigation: plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During follow up for a separate event it was reported a patient had an infection in the peritoneal cavity. The patient had reported this to the peritoneal dialysis registered nurse (pdrn). Upon follow up, the patients pdrn confirmed the patient had peritonitis. The patient¿s pd effluent was cultured (unknown date) resulting positive for yeast. As a result, the patient was hospitalized (B)(6) 2018 and required pd catheter (not a fresenius product) removal and transition to hemodialysis (hd). The patient is being treated with intravenous (IV) anti-fungal medication (type, dose, strength, frequency and duration unknown). The patient remains hospitalized as of this report. Other treatment is unknown. The cause of the peritonitis is not known.